Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5.

Event description:
The customer called and reported his blood glucose was running high at 452 mg/dl. When customer removed the infusion set cannula that was in use with the insulin pump, there was blood in the cannula. The insulin pump had not alarmed with no delivery. Customer treated with manual injection and changed out the infusion set and site. Customer declined to troubleshoot for the absence of the no delivery alarm and high blood glucose. The insulin pump will not be returned for analysis.